Manufacturer narrative:
An event regarding loosening involving a triathlon patella was reported. The event was not confirmed. Method & results: -device evaluation and results: visual analysis showed two pegs were fractured. The device was returned with some bone cement still attached. There was some scratching and marks consistent with explantation. -medical records received and evaluation: insufficient information was provided for review. -device history review: all devices accepted into final stock met specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revision of cemented triathlon patella which had come loose. A new triathlon patella was reimplanted.

Event description:
Revision of cemented triathlon patella which had come loose. A new triathlon patella was reimplanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.